Event description:
It was reported that during a transcatheter aortic valve implant procedure, after implantation of the valve, a right coronary artery occlusion occurred. Subsequently, a percutaneous coronary intervention (pci) was attempted but engagement could not be achieved. In an attempt to secure space between the transcatheter valve and the sinus of valsalva (sov), dilation was performed with a 3-millimeter (mm) balloon. After dilation with the balloon, an increase of right coronary blood flow was initially observed; however, a stent was placed in sov leading into the transcatheter valve due to the decrease of blood flow over time. As this stent was being placed, guidewire manipulation led to the dissection of the sov. A decrease in blood pressure was then noted, but due to the development of thrombotic occlusion, the blood pressure then stabilized. The attending physician then decided to insert an intra-aortic balloon pump (iabp) and a non-medtronic (swan-ganz) pulmonary artery catheter. A computed tomography (CT) scan was then obtained. The case was then concluded.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date: n/a; expl ant date: n/a; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.